Manufacturer narrative:
Concomitant products: product ID 3888-45, lot # v704660, product type lead; product ID 3888-45, lot # v716843, product type lead; product ID 3776-60, serial # (B)(6), product type lead; product ID 3708220, serial # (B)(6), product type extension; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) removed sometime between (B)(6) 2013 and (B)(6) 2014. The ins was removed because for the 2 years prior to explant the patient had pain and discomfort from the ins moving around. The ins had become an irritant. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.